Event description:
The line was inserted in 2001. The line was removed in 2002 by gentle traction and on removal it was noted the line had fractured. An xray revealed that the fractured distal segment was in the heart. This was not removed. The pt had finished their chemotherapy and the line was being removed before pt was transferred to a hospice for palliative care. Pt was so thin that the catheter could be seen under the skin right up to the clavicle where it disappeared from view. The pt died the next day.